Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event while doing physical activity on 20-jun-24. The infusion set was in use for 4 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.